Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a right knee orthopedic procedure on an unknown date and topical skin adhesive was used on the six inch incision. The patient developed red, raised pustules surrounding the wound. This was the second time the patient was exposed to the topical skin adhesive. Benadryl was prescribed.

Manufacturer narrative:
Date sent to the FDA: 12/4/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.